Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis. The blood glucose reading was too high for the glucose meter to detect. The customer was vomiting prior to the hospitalization. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer did not have the tubing clamp for the high pressure test. Advised the customer that the tubing clamp would be sent to her. Advised the customer to call back to perform the high pressure test.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.